Manufacturer narrative:
The customer returned a used device for evaluation. As received an unknown neutron and a nano clave were connected into the set, additional the y-connector was observed to be broken. Complaint of leak can confirmed based on the used physical sample evaluation. The probable cause is due to unintentional bending force applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
This incident is related to 9617594-2023-00811-00 - that report stated: the event involved a 9.5" (24 cm) 0.53 ml, smallbore bifuse ext set w/nanoclave¿, 3 clamps, rotating luer. The customer reported that the product did not work as expected. After the peripherally inserted central catheter (PICC) line was change and infusing, it was noted that the 9.5 in. Smallbore biofuse extension set w/nano-clave was leaking at the end. The tubing was in-place for about 10 minutes before a leak was detected. The leaking extension set was replaced by a quad extension set using sterile technique. The customer reported that the event occurred "at 4 nccc location." The event occurred during patient use, however, no harm was reported as a consequence of this event and no monitoring required. The customer returned 2 used a1252 samples for evaluation. The date of this incident is unknown. This report reflects the second sample that was returned and failed. See section h10 for more details.